Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out-of-range (oor) pacing impedances, measuring greater 2000 ohms. Subsequently, a revision procedure was performed, and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.